Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the arm on (b)(6)2026. On (b)(6)2026, around 9pm, the patient was working at home when without warning the patient lost consciousness. The patient woke up on his own after an unspecified amount of time and was confused where he was, hallucinating, and was unable to move his legs. The patient stated his muscles were not working and he was also sweating. The patient stated that he believed his BG level was ¿dangerously low¿, however, no CGM or BG meter values were reported at this time. Prior to losing consciousness, the patient stated ¿he did not get any readings that his sugar was going down¿, which is why the patient alleged a CGM inaccuracy. The patient was also wearing an Omnipod insulin pump. The patient pushed himself backward on the floor and made his way to the kitchen. The patient moved toward the refrigerator to look for something with sugar. While doing so, the patient knocked a glass sitting on top of a pizza box causing the glass to fall and shatter. The patient then kneeled on the broken glass to reach some cookies and this caused a laceration on his knee with significant bleeding. The patient attempted to eat the cookies but choked. The patient¿s smart watch then detected the patient fell and called 911. Once Emergency Medical Services (EMS) arrived, the patient told them he needed sugar and they treated the patient with oral glucose gel. EMS remained with the patient for 20-30 minutes and provided the patient with additional carbohydrates, including a peanut butter and jelly sandwich. After treatment, the patient¿s BG meter reading was 49 mg/dl. It was also reported the patient was hospitalized (for an unknown length of time), however, no information regarding this part of the event was provided. The patient was ¿fine¿ at the time of report. There was not a complete set of reported glucose values available to search within the Parkes Error Grid calculator at the time of the event. The reported glucose values fall within the B zone of the Parkes Error Grid an hour before the time of this report. No product was provided for investigation. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(b)(4)Diabetes Mellitus is a known cause of hypoglycemia and loss of consciousness.